Event description:
It was reported that a spectrum pump powered off without user input while on battery power. This complaint will address the wireless battery involved. Any pt involvement, injury or med intervention is unk.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.